Event description:
Tibia was not connected/fixed to the bone cement. In initial surgery a competitor's cement was used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.